Event description:
A procedure was conducted to remove an activcore nail which had been implanted over a year previous. The nail had been implanted with its cap and its threads were clear. In an attempt to remove the nail, different explant devices were used including those from other manufacturers. The devices connected with the nail properly. The nail contained "bony" ingrowth. Nail remains in patient.